Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s leads became ¿unanchored¿ and the implantable neurostimulator (ins) battery was defective. The MRI tech stated that after these issues occurred, the ins battery was replaced in 2017. There were no reports of therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.